Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax while the cryobiopsy was being performed. The pneumothorax was promptly identified and the physician immediately conducted thoracic drainage. Following this intervention, the patient's condition became stable and was subsequently transferred to the regular ward with no additional complications.